Event description:
Intuvie received a report indicating that the infusion pump failed the ground resistance test, measuring 0.134 ohm. The acceptance criterion for this test is < 0.1 ohm. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report indicating that the infusion pump failed the ground resistance test, measuring 0.134 ohm. The acceptance criterion for this test is < 0.1 ohm. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. This is an ongoing investigation and further information will be provided once available. CAPA-34 was initiated to investigate the root cause for this failure mode. Reference to complaint (B)(4).